Event description:
Per the clinic, the device was explanted (date unknown) and reason for the explant is unknown. The patient was transitioned to an osia system. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on december 6, 2022.